Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was aborted, and the patient was moved to another room where the procedure was completed. A philips field service engineer (fse) visited the site and confirmed that the wired foot switch was malfunctioning. The fse found that the foot switch cable was broken. The fse suggested replacing the faulty wired foot switch, however the customer did not approve the quotation. Therefore, no corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.